Event description:
It was reported that during use on a patient, blood leaked into the intra-aortic balloon (iab) catheter and was removed. The associated cs300 intra-aortic balloon pump (iabp) was labeled and taken to the biomedical engineer. It was noted that the iab was inserted via axillary (off-label use) and the customer was ready to begin a heart transplant at the time of the leak. There was no patient harm and no adverse event was reported. Link to related catheter tw #(B)(4).

Manufacturer narrative:
Trackwise complaint number: (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). It was reported that during use on a patient, blood leaked into the intra-aortic balloon (iab) catheter and was removed. The associated cs300 intra-aortic balloon pump (iabp) was labeled and taken to the biomedical engineer. It was noted that the iab was inserted via axillary (off-label use) and the customer was ready to begin a heart transplant at the time of the leak. There was no patient harm and no adverse event was reported. At this time the customer stated that the repairs are still ongoing however, parts were replaced such as all internal transducers, and solenoid board due to failure. The safety disk, blood detector, and crm assembly were replaced due to the blood back event. The unit is not in clinical use and biomed is conducting the repairs. Evaluation conducted by biomed